Event description:
Patient was receiving paclitaxel through a primary infusion set that contained a filter. Unfortunately the infusion began to leak from the tubing at the site of the filter. The infusion was stopped. The primary tubing and filter were replaced and the infusion was re-initiated successfully with no additional leakage.